Manufacturer narrative:
Continuation of d10: 694765 lead; implant date (B)(6) 2008. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented for an elective right heart catheterization (rhc) which showed elevated right and left filling pressures, moderate pulmonary hypotension, and normal cardiac output. It was noted that the patient was febrile and hypoxic during the rhc. The next morning, the patient became hypotensive and was started on norepinephrine and dobutamine. The patient had endocarditis and positive blood cultures for methicillin-sensitive staphylococcus aureus (mssa) bacteremia. A transesophageal echocardiogram (tee) confirmed vegetation on both the right atrial (ra) and right ventricular (rv) leads, and posterior mitral valve. The patient was deemed high risk for an implantable cardioverter defibrillator (ICD) system removal and was started on intravenous (IV) antibiotics. The ICD system remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.